Manufacturer narrative:
Email is: regulatory.responses@icumed.com

Event description:
It was reported that the pump exhibited an analog sensor failure at 3 psi. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.

Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed the device was received with a missing tube seal (grommet) found in the top case. No visible contamination. The force sensor test error was found several times in the event history log. Functional testing was performed, and the reported issue was able to be replicated. The root cause was determined to be caused by the force sensor being out of calibration. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).